Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no reported patient complications that occurred. One month post procedure the patient presented to the emergency room. The patient had endocarditis and a transesophageal echocardiogram (tee) image showed that there was a mobile thrombus on the closure device. The patient was treated for endocarditis and will continue taking their anticoagulation medication until a follow up tee is performed.